Manufacturer narrative:
(B)(4). Date sent 2/27/2026, d4 batch #a98506. Investigation summary : the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage additionally it was received one tyvek along with the device. After further analysis within our quality systems, it was determined that device batch a98506 of with product code ech45s was packaged using lot a9874k, which corresponds to product code ech60s. This defect has been correlated to the manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device lot number a9874k, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number a98506, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 2/25/2026. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that during an unknown procedure, it was observed that there was a 45mm echelon device when opening the box of an ech60s device. Another like device was used to complete the procedure. There were no adverse consequences to the patient. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 2/5/2026. D4: batch#: unk. Investigation summary: this is an analysis of four photos submitted for evaluation. During the visual analysis, the following was observed: the first photo shows an echelon 3000 45 mm with the battery pack loaded. The second photo shows a label on the packaging with the code ech60s, lot: a9874k, and expiration date: 2028-05-31. The third photo shows the tyvek with lot: a9874k and expiration date: 2028-05-31. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number: a9874k, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.